Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facility reports the battery reamer/drill is freezing up. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The reporter's complaint that the ((B)(4)) battery reamer is frozen was confirmed. The unit was tested and the complaint was confirmed. This is most likely due internal motor or ecu failure due to usage wear over time. The device was returned to facility if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. The item was previously returned for service on (B)(4) 2013 due to "device is not working." A service request for this item was called in on (b)(6 2014 for "device is freezing up." The previous service condition of device is not working is relevant to the current complained issue of device is freezing up. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.